Manufacturer narrative:
Calibration and controls were acceptable. There is no indication of a reagent performance issue. The field service engineer performed preventive maintenance on the analyzer. No further issues were reported after the maintenance was performed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The field service engineer performed preventive maintenance on the analyzer. The customer confirmed no further issues have occurred since this action. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with online tdm methotrexate on a cobas c 503 analytical unit. The sample initially resulted in a methotrexate value of 0.14 umol/l. The doctor questioned the result, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a value of 47.9 umol/l. The repeat value was deemed correct.